Event description:
Pt was seen in 8/2004 at eye care professional (ecp). Note states pt c/o red, burning eyes with a discharge, light sensitivity and watering eyes. The ecp's treatment record states the pt experienced red eyes the previous afternoon at work, the pt could not remove the lenses at rx was too high. Symptoms got worse as day wore on and lenses were removed that night. Record indicates exam found the following in the left eye: 3+ injection, 2+ cells, drawing indicates mid peripheral corneal ulcer at approx: 4 o'clock and inferior infiltrates. Va os 20/25- with correction.